Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an rv lead impedance alert on home monitoring >1500 ohms, significant increase since implanted (B)(6) 2017. Thresholds also have increased. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.